Event description:
It was reported, the patient still had concerns regarding their device or therapy and were still having trouble. It was stated they were working with their doctor or manufacturer representative and had an appointment on (B)(6) 2013. It was also reported, the patient had electromagnetic interference (emi) exposure in (B)(6) 2013 and at the court house where a security wand was used over the implantable neurostimulator (ins) the patient felt their stomach cramping. The patient stated it felt like the device was being turned off and on.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).